Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the device was observed to have corrosion to all battery terminals, downstream occlusion seal delamination, scratched lens, and a melted upstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The damaged device components will be repaired or replaced.

Event description:
It was reported that the device would not power on. There was no patient involvement.